Event description:
It was reported that vessel dissection occurred. The 90% stenosed, complex, diffused target lesion was located in right coronary artery (rca). Following pre-dilatation was performed with a another manufacturers 2.0x10 balloon catheter in left circumflex artery, a 2.75x12 synergy stent was implanted. Pre-dilatation with another manufacturers 2.0x20 balloon catheter in the rca. A 3.00 x 48 synergy ii drug-eluting stent was then advanced for treatment and deployed at 15 atmospheres from proximal to mid rca. Subsequently, intimal dissection of the artery was found at distal end of the stent. The physician then deployed a 2.75 x16mm synergy stent to cover the dissection. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that vessel dissection occurred. The 90% stenosed, complex, diffused target lesion was located in right coronary artery (rca). Following pre-dilatation was performed with a another manufacturers 2.0x10 balloon catheter in left circumflex artery, a 2.75x12 synergy stent was implanted. Pre-dilatation with another manufacturers 2.0x20 balloon catheter in the rca. A 3.00 x 48 synergy ii drug-eluting stent was then advanced for treatment and deployed at 15 atmospheres from proximal to mid rca. Subsequently, intimal dissection of the artery was found at distal end of the stent. The physician then deployed a 2.75 x16mm synergy stent to cover the dissection. No further patient complications were reported and the patient status was stable. It was further reported that the target lesion was mildly tortuous, non-calcified, and mildly angulated.